Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery several times. The customer was attempting to bolus when the insulin pump alarmed no delivery. Customer was able to complete the rewind sequence. Customer's blood glucose level was over 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm or no excessive no delivery alarm during our testing. The insulin passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.